Event description:
Went to diagnostic imaging svs. As refered by rptr's primary care physician, for an MRI study of rptr's lower lumbar area. Rptr was asked to disrobe in a room where rptr saw the placard of about 4 ft x 2 ft in diameter, warning against any steel, metallic or electronics being taken into the MRI examination area. After having changed rptr left the changing room and asked the tech for a place to store rptr's belongings. Rptr was told by tech no and take it into the room with them and he pointed to a steel frame chair 2.5 feet from the MRI apparatus. Rptr said to him after what happened last summer with an oxygen cylinder that killed a pt. Rptr was worried because rptr's watch weighs about 4 ozs (steel) - rptr's safety shoes have steel toes and steel shanks about 1 pound each. Also rptr has a palm computer with data - a cell phone with data - and miscellaneous keys - does not want things flying dangerously and computer data being erased. And should rptr take off their wedding ring which apparently was stubborn to take off. To which he said "no, no don't worry the machine is on now - as they both stood there - without warning that it was on and even a red light. "Rptr had many problems with this svc and rptr felt if rptr didn't comply - rptr's primary care physician would retaliate for which rptr had a separate complaint being filed. However, the tech insisted to place rptr's belongings under the chair and begin. After the thirty min study, rptr found two files on palm computer were corrupted and rptr had such "numbness and pain in throughout their body - that rptr required assistance to get up" walked out of the office a vegetable - with numbness and muscle spasms in their neck to their lower back - and throughout rptr's arms. Whether or not this was caused by aggravation rptr had with their dr, or the office mgr about a billing impropriety, at least what seemed to to be. Complicated by the fact that they had this MRI and seemingly operated in an unsafe manner, causing damage to their data files - which rptr restored. Walking out like a vegetable, lack of hearing protection, general lack of hygiene. In that the gowns (used ones were haphazardly strewn around the changing area) and the restroom door opened directly to the public waiting room and no cleaning sanitizing was apparently done between use of equipment and in the bathroom there wasn't any soap or towels or towel paper or even rubbish pail, rptr felt flushed, numb and "spasmed" out after walking out of the clinic. Nor does rptr want anybody else to suffer this indignation and fright and potential damage - as rptr's situation of pain has been greatly exacerbated by the whole experience.